Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia and fell unconscious on (B)(6) 2019. Customer's blood glucose level was 30 mg/dl at the time of incident. Customer was treated with glucose tablets in order to wake up. The insulin pump will not be returned for analysis.